Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope and abdominal pain. An interrogation of the patient¿s device showed that there was undersensing for two episodes noted on the egm (electrograms (egm) for the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.